Event description:
It was reported by the rep that the devices were used during unknown procedures at unknown times. It was reported trocar gaskets tore and the shields would not retract. The trocars were replaced during the case(s) but it is unknown how the case(s) were completed using the 355ld's. There were no consequences to the pts.